Event description:
It was reported that tip broke off requiring intervention. The 40% stenosed target lesion was located in the severely tortuous ostium of celiac artery. A .016 perph gw 180x25cm fathom 16 was selected for use. During the procedure, it was noted that the tip broke off when navigating accessory vessel and trapped within the anatomy. The device was removed via snaring, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results summary: the device was returned for analysis. During product analysis it was observed one "gw fathom periph" returned for analysis. During the inspection was found the distal tip returned fully detached and it was bent which confirms the reported event of "distal tip detachment of device or device component" and shows evidence of "tip distal bent/kinked". The device was inspected under magnification, and it was possible to see that the distal tip was broken. Also, the core wire was detached and stretched, showing evidence of "tip distal damaged" (broken) and "wire core detached/separated". Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Risk review a review of the [model name] was completed and confirmed that the event of [ar code description] was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "adverse event related to procedure".

Event description:
It was reported that tip broke off requiring intervention. The 40% stenosed target lesion was located in the severely tortuous. Ostium of celiac artery. A .016 perph gw 180x25cm fathom 16 was selected for use. During the procedure, it was noted that the tip broke off when navigating accessory vessel and trapped within the anatomy. The device was removed via snaring, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.